Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An attempt was made to escalate to the impella 5.5; however, the procedure was aborted due to vessel diameter being too small. The physician switched to the impella cp axillary via axillary access. There was no reported patient harm.